Event description:
It is reported that when the exchange tube was removed post op, it was noted that a small segment had been left behind in the patient's femoral canal. It was impossible to retrieve for the patient's safety.

Manufacturer narrative:
This report will be amended when our investigation is complete.